Event description:
On (B)(6) 2024 I opened a moog infusion admin set- lot cf2334323 with expiration 2028-12-09. I noticed multiple black specks on the end of the tubing, the part that connects to patient. The black specks will not clean off, they appear to be within the plastic. I checked my remaining inventory and did not find any more. This happened in my home. This is my daughter's supplies who receives tpn through a central line. I did not use this tubing, I saved it as evidence. I reported to our supplier, (B)(4) and sent photos to them.